Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pituitary broke during an unspecified spinal surgery. No patient complications were reported

Manufacturer narrative:
Additional information: : the device has been returned to the manufacturer for evaluation. Visual analysis reveals that the screw that connects the front handle to the top arm is missing. There does not appear to be any damage to the threaded area around the screw hold. Without this screw the pituitary will not function/open and close. The screw was not returned. The root cause for the missing screw could not be determined. The screw could have either backed out or been taken out and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.